Event description:
A non-healthcare professional reported that probe did not cut during vitrectomy surgery. The procedure was completed on same day, but it was unknown how the surgery was completed. There was no information reported about patient impact. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the reporter¿s occupation was a nurse and that the procedure was completed by replacing the vitrectomy device. There was no impact to the patient.